Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received alarm for button pressed for three minutes. The customer¿s blood glucose was 100 mg/dl. Troubleshooting was done for stuck button alarm. Customer reported they were unsure if they pressed a button down for 3 minutes or longer. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will not be returned for analysis.